Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint is confirmed. Visual inspection of the provided pictures confirmed the fracture of patella pegs. Review of the device history record identified no related deviations or anomalies during manufacturing. Assessment of radiographs provided prior to revision surgery identified no apparent complication of the left total knee arthroplasty. Assessment of primary operative notes identified no complications during the initial surgery. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, g6, h1, h2, h3, h6, h10. Visual examination of the returned device found signs of being implanted wear/discoloration / foreign material and all 3 of the posts have fractured off. The root cause of the event was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. This complaint was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the products remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Femoral item # 184530 lot # 596630. Tibial tray item # 141274 lot # 127910. Finned stem item # 141314 lot # 479370. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02708, 0001825034-2019-02709, 0001825034-2019-02710.

Event description:
It was reported that a patient underwent left total knee arthroplasty approximately 3.5 years ago; subsequently the patient is being revised for unknown reason at a future date. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Report source : legal.

Event description:
It was reported that a patient underwent left total knee arthroplasty approximately 3.5 years ago; subsequently the patient is was revised due to a fractured peg on the patella.